Event description:
It was reported that this pacemaker had 4. 5 years battery remaining as per the last routine checked. Device replacement or prophylactic replacement was recommended and scheduled as this pacemaker is expected to drop to 4 years or less within the next year. As of this time, this pacemaker remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker had had 4. 5 years battery remaining as per the last routine checked. Device replacement or prophylactic replacement was recommended and scheduled as this pacemaker is expected to drop to 4 years or less within the next year. As of this time, this pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to correct the (root parent) UDI incomplete field in section d. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.